Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula (pcs) associated with this complaint and completed investigations. Failure analysis (fa) investigation confirmed the customer reported complaint. The pcs instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause was attributed to a component failure and related to device design. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variations in use conditions by the customer, the procedure type, the patient anatomy, the product handling, the instrument tip lengths, the grip torque, and the manufacturing tolerances are a few variables which can influence pitch cable failure. Regarding report of missing disk, fa investigation did not confirm the customer reported complaint. The pcs instrument was not missing an input disk. The instrument is manufactured with an input plug that is a darker color than the input disks. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the pcs instrument (part - 470184-13/n10201130-0068) associated with this event has been performed. Per logs, the pcs instrument was last used on 04-may-2021 on system (B)(4), with 3 lives remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument had a broken cable and was missing a disc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.